Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was few more air bubbles when preparing the reservoir. The customer¿s blood glucose was 10.4 mmol/liter at the time of incident. The insulin pump will not be return for analysis.